Manufacturer narrative:
The reported event of difficulty rotating the helix was confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue as received. After cleaning, the helix could be retracted and extended. Analysis was normal. No anomalies were found. The cause of the reported event of difficulty rotating the helix was isolated to the helix being clogged with blood and tissue.

Event description:
It was reported that the patient felt discomfort and went into the hospital. An x-ray confirmed that the right ventricular (rv) lead was dislodged. The physician decided to reopen the pouch and reposition the electrode. After opening, it was noted that the helix would not rotate normally. After repeated attempts, the physician elected to explant and replace the rv lead. The patient was stable.